Manufacturer narrative:
Result: cracked siderail panels and damaged footboard modules. Missing motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was missing, and siderails and foot board were structurally cracked. No pt involvement or adverse consequences were reported.